Manufacturer narrative:
MDR (B)(4) / initial 2 of 8. E1:(B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
Event occurred in united kingdom. It was reported that patient experienced bent catheter on (B)(6) 2026 causing eight occlusions, high blood glucose of 24 mmol/l, went to hospital.